Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he was a little concerned that he may have decreased stim down too low and as a result he has to urinate too often. Patient stated it was never explained to him how to set stimulator up initially and what the amplitude should be. Patient stated he was told to set amplitude at a point where he feels it. Patient stated he could set stimulation up to 5v and would feel it but over time that would be too high. Patient stated he decreased stim down to 1.2v area but urinate every 45 mins. Patient services reviewed patient could try a different programs and patient stated he knows how to do that. Patient stated he got additional 4 programs added because he was not satisfied. Patient services reviewed patient would have to wait a couple of days to monitor symptoms when he makes any changes to settings because it takes a while for the body to get adjusted to settings. Patient stated he believes he has gone too low and does not know where to stop because it was never explained to him on how to set his stimulator up properly. Patient stated it was like "shooting in the dark". Patient stated when he increases too high he could not urinate but when he decreases to a comfortable range of 1.2- 1.6v, he urinates too often. Patient stated he had chest x-ray. There was no fall or trauma reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.